Event description:
While this rn was administering medications via keofeed noted resistance during flushing medications and then noted tube feeds leaking from kangaroo feeding pump. This rn opened cassette to assess tube feed bag and found bag was completely disconnected. New bag was then mixed and set up for patient.